Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had an pump error. The customer¿s blood glucose was 149 mg/dl. Customer states they are not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due broken trace at pin 1 on keypad assembly.